Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up. Upon review, the patient¿s left ventricular was found to be dislodged. An x-ray confirmed that the lead was in the patient¿s atrium. The lead was repositioned on (B)(6) 2018 without complication.